Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The caller had completed necessary steps, but declined further action due to insufficient insulin supply. No additional information was provided.